Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The batteries and cable will be replaced by the customer to resolve the reported event.

Event description:
The hospital reported the unit stopped ventilation during use. The unit was replaced and ventilation was able to continue. There was no report of patient injury.